Manufacturer narrative:
This device is expected for return. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that this implantable cardioverter defibrillator was emitting beeping tones, and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A copy of device memory was saved and submitted to technical service (ts) for review. Ts confirmed that this device is exhibiting premature depletion, but noted that therapy delivery is currently unaffected. From the historical daily battery measurement data, the daily device power fluctuations appear steady. This behavior, however, may change unpredictably. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned energen ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator was emitting beeping tones, and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A copy of device memory was saved and submitted to technical service (ts) for review. Ts confirmed that this device is exhibiting premature depletion, but noted that therapy delivery is currently unaffected. From the historical daily battery measurement data, the daily device power fluctuations appear steady. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.